Manufacturer narrative:
A third party service agent evaluated the customer¿s device and verified the reported issue. The ui flex cable assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the keypad on their device was not functioning. In this state defibrillation therapy may not be available to a patient if needed. There was no patient use associated with this event.